Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Noted that no high rate episodes following user restarting diagnostics on (B)(6) 2015 therefore not able to attempt to review egms for any high rate episodes. (B)(4).

Event description:
It was reported that during a routine interrogation of the implantable pulse generator (ipg) high rate episode was detected but no electrogram of the episode located. The device remains in use. No patient complications have been reported as a result of this event.